Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a right ventricular lead implanted on (B)(6) 2018. Shortly thereafter the patient experienced some notable coughing fits. Subsequently, noise episodes via the right ventricular lead were reported via merlin.net. On (B)(6) 2018 the patient appeared in clinic where, with arm movement, noise was again detected as were low r-waves and an absence of capture. It was determined the patient¿s lead had become dislodged. On (B)(6) 2018, the lead was explanted and replaced. The test results relating to the new lead were appropriate and the patient was in stable condition before, during and after the procedure.